Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 14 atm upon first inflation. The lesion was located in the non-tortuous, calcified and 90% stenosed left anterior descending (lad) artery. The procedure was successfully completed with another of the same device with no patient complications. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 6609130 have been reviewed and no issues or discrepancies were found. Should further relevant information become available; a supplemental medwatch report will be filed.